Event description:
A facility reported a perforator (ID: 261230) failed to disengage causing a dural injury requiring to be repaired with coagulation of the vessel on the surface. The procedure was completed with a replacement product available.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The perforator was returned was evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - visual inspection utilizing unaided eye performed, the unit had a worn eo label, but showed no other anomalies. Spring test attempted, unit passed the spring test and functioned as designed. Functional test performed, unit successfully drilled 5 holes with no issues and functioned as designed. Complaint could not be verified. Unit passed all functional tests therefore, the complaint condition could not be confirmed. Root cause - product was received for analysis and the investigation could not confirm the complaint condition. Root cause remains undetermined. Possible root cause per the failure analyst ¿drill allows to be set incorrectly¿ or ¿user misuse¿.

Event description:
N/a